Manufacturer narrative:
On (B)(6) 2021, mentor received additional information about the event: - baker grade IV capsular contracture was diagnosed in both of the patient¿s breasts. - the patient suffered from an assault to her chest in 2020. It was reported that the assailant squeezed her chest. - it was previously reported that the right breast prosthesis may have ruptured. New information received states that there was no mammographic or sonographic evidence of breast prosthesis rupture. Block b2 ¿is product problem¿ no longer applies to this report, nor does h6 medical device problem code a0412 ¿material rupture¿. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that (B)(6) year-old caucasian female patient who underwent a primary breast augmentation procedure with mentor memorygel breast implant 325cc gel breast prostheses developed capsular contracture in both of her breasts post implantation (baker grade unknown in left breast, baker grade IV in right breast). Right breast capsular contracture was diagnosed by a healthcare professional. Additionally, it was reported that the right breast prosthesis possibly ruptured. An MRI has been scheduled to see if rupture can be confirmed. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch report is for the patient¿s right breast prosthesis.